Event description:
During exploratory laparotomy for gunshot wound, covidien ta stapler 30mm-3.5mm was opened (ref ta3035s, lot # p7m1092mx) per surgeon request. The stapler would not close on the tissue and would not fire. According to the surgical tech, it acted like a one-time use stapler that had already been fired, however this is a multi-fire stapler that had never been fired. The stapler was removed from the sterile field and a new one opened and used without incident. No patient harm.